Manufacturer narrative:
Corrected data: explant date inadvertently omitted from the initial report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported postoperatively, the patient's scs ipg would not communicate with the clinician programmer and was deem inoperable after unsuccessful troubleshooting. As a result, the physician opted to explant and replace the ipg with a new model during the surgery.